Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported the tap splintered in the right side s1 pedicle during use. Metal shards were left inside the pedicle.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.